Event description:
The user facility reported that during preventive maintenance of a automated impella controller (aic) that the console displayed (controller failure-purge system has stopped). Upon receipt, downloaded log files. Updated sw to v11.1. Upon power "on" the console displayed the controller failure. Recycled the power three times with the same failure displayed.

Manufacturer narrative:
The investigation for the reported controller failure (red alarm) issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs on the complaint date were consistent with the complaint. After software upgraded to v11.1, console presented a controller failure alarm that was not resolved by power cycling. Device analysis: the console was tested with purge commends, which indicated that the purge pressure sensor was defective. After pps was temporarily replaced, the console would not alarm for controller failure (also indicating only defective pps was the root cause of failure). Per the results of the clinical review and investigation: the root cause was determined to be a defective component. This report is being filed as part of a retrospective review of historical records.